Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant products: product ID: neu_unknown_cath, implanted: (B)(6) 2012, product type: catheter.

Event description:
Veizi, i.e., hayek, s.m., hanes, m., galica, r., katta, s., yaksh, t. Primary hydromorphone-related intrathecal catheter tip granulomas: is there a role for dose and concentration? Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12481. Summary: the objective of this study is to determine the incidence and the association of intrathecal hydromorphone dose, concentration, duration of treatment and concomitant agents with intrathecal catheter tip granuloma (ictg) formation. Reported events: this is a (B)(6) female who had idds implantation (with catheter tip at t9) in (B)(6) 2012 for refractory intercostal neuralgia following resection of carcinoid tumor of the lung with rib resection as well as complex regional pain syndrome of the left lower extremity. Her infusion included hydromorphone at an initial rate of 60 mcg/day and a concentration of 240 mcg/ml. Her hydromorphone infusion was increased to a maximum dose of 274 mcg/day with a concentration of 1000 mcg/ml. Her dose was decreased back to 240 mcg/day after she began experiencing genital numbness and worsening leg pain at 15 months post implantation. MRI at this time was unchanged. Twenty months post implantation, the patient underwent repeat MRI as ordered by her primary care physician which showed catheter tip granuloma at the level of t8-t9. The patient's hydromorphone infusion was transitioned to normal saline. Ten weeks later repeat MRI showed normal anatomy and absence of any enhancement or granulation tissue. She was briefly transitioned to intrathecal normal saline infusion before electing to have her idds explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.